Event description:
This rv lead was implanted on (B)(6) 2001 and remains implanted as of this time. A call was received by technical services on 04/22/2017 statin that this lead has low r-waves and low rv intrinsic amplitude measurement. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).